Event description:
It was reported that during implant procedure, the physician had difficulty inserting the left ventricular (lv) lead into the port of the device. It was also equally difficult to remove the lead from the port of the device. Both the device and lead were reported because the field representative was unable to determine which was the cause of the insertion/removal difficulty. Upon initial connection, the physician had significant difficulty inserting the lead into the device port. Once inserted, the lead exhibited high impedance. The representative asked that the lead be removed from the port and reinserted. The physician was unable to remove the lead from the port. All of the leads were removed and reinserted with proper measurements. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.